Event description:
It was reported that upon inspecting the roto-lok hunter bowel/ll 37cm (625164ll), a significant amount of bioburden was still stuck in the jaws. It was reported that the instrument was a consignment request and was not used in a procedure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Manufacturer narrative:
The suspected roto-lok hunter bowel/ll (625164ll) was returned for evaluation. The device history record (DHR) was reviewed and no abnormalities related to the reported issue were identified. Failure analysis - the (loaner pool) roto-lok hunter bowel/ll was received in used condition. The product was cleaned and sterilized upon return; however, debris/bioburden was visible in the provided image. Decontamination history showed the product was sterilized upon its last return. Debris/bioburden between the jaws may be the result the jaws being left closed during sterilization. Per insert card provided with loaner items: "this surgical instrument is supplied non-sterile. Please use your hospital protocol for pre- and post- surgery decontamination and sterilization." Root cause - the reported complaint was confirmed. Based on the provided images, this grasper was in used condition with debris or bioburden between the jaws due to incomplete cleaning/decontamination at the loaner pool. Loaner instruments are provided non-sterile and must be decontaminated/sterilized prior to use. No manufacturing, workmanship or material deficiency has been identified.